Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Applications support manager reported that she spoke with surgeon after the event. She discussed suction loss protocol and the option to consider surface ablation or have the patient return at a later date using a different depth at least 40 microns away from the original depth. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported patient with moderate myopic/astigmatism had a suction loss during the raster pass and the surgeon decided to re-establish suction but was not able to realign to the previous treatment bubble pattern and finally decided to abort the procedure. During follow up with the account it was reported that patient had lasik performed in left eye on the following day, no decrease in bcva noted at follow up visit.